Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #l90g8e. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: d any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece completely broke off?) If yes, did any piece fall into the patient? Was the piece retrieved? Is the piece being returned with rest of device for analysis? Or was the broken off tissue pad discarded? Or did the tissue pad melt? (See attached photos below which show the pad being loose or partially lifted off of device, but not fallen off the clamp arm; and another photo of the ¿groove¿) does the surgeon activate the device with the jaws closed, with no tissue between the jaws?

Event description:
It was reported that during an unknown procedure, half of the tissue pad was detached. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Based on new information received, the file no longer meets the criteria of a report event. Additional information received: response from the affiliate: did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece completely broke off?) No. If yes, did any piece fall into the patient? Was the piece retrieved? Is the piece being returned with rest of device for analysis? Or was the broken off tissue pad discarded? Or did the tissue pad melt? (See attached photos below which show the pad being loose or partially lifted off of device, but not fallen off the clamp arm; and another photo of the groove) does the surgeon activate the device with the jaws closed, with no tissue between the jaws?